Manufacturer narrative:
(B)(4). Yielded jaw additional information: what is meant by "clip was out of alignment on the way? Did clip feed sideways? Was clip malformed? ---according to the rep, the information changed and the event was scissoring. Was surgeon able to visualize clip in jaws before firing device? The information was not provided from the hospital. Was device fired over another clip or hard structure? The information was not provided from the hospital. Was any resistance felt when firing? The information was not provided from the hospital. Were any noises heard when firing? The information was not provided from the hospital. On which firing did issue occur? The information was not provided from the hospital. The er320 device was returned for analysis with a clip jammed in jaws. Furthermore, the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic pneumectomy, the clip was out of alignment on the way. Another device was used to complete the case. There were no adverse consequences to the patient.